Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture on an unknown side.

Event description:
Patient reported rupture for an unknown side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified the device was underweight and had an opening. A microscopic analysis was performed which identified two sharp edge openings assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is two sharp opening on the posterior side assessed as an unidentified tear opening. Additional, changed, and/or corrected data: a.6, b.3., b.5, b.6, d.1, d.2, d.4, d.6a, d.6b, d.9, g.1, g.4., h.3, h.4, h.6.

Event description:
Device has been explanted. Affected side left.